Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the outer insulation was bunched in several places along the lead body and the rate/sense conductor coils were deformed, likely due to the bunched insulation pushing on the conductor coils. Dried blood/body fluid was present in the lumen due to damaged insulation and the helix hosing. The tip of the lead and the helix appears intact and undamaged, and the helix mechanism was functional during laboratory testing. The lead damage noted in laboratory testing indicates a constriction of the lead body while being implanted, which likely caused the stylet mechanism difficulty observed in the field.

Event description:
It was reported that, during implant procedure this right ventricular (rv) lead was difficult to implant. The physician indicated that the stylet that was used was not completely introduced into the lumen of the lead and a kocher (for better grip) was used to be inserted further. Additionally, the connector tool did not work as expected according to the doctor which made reading the measurements of the heart signal difficult. Another lead from the competitor was used. No adverse patient effects were reported.